Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that skin was taken from a patient. The surgeon was untrained and did not check the equipment before using it. The blade was placed up-side down and while under pressure and the blade went too deep into the patient skin and it was re-sutured back to the patient. The patient had a secondary operation the day after because of hematoma. No additional patient consequences were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017, it was reported that the surgeon was untrained and didn¿t check the equipment before using it. Blade was placed up-side down under pressure and the blade went to deep into the patient skin why it was re-sutured back to the patient. Patient had secondary operation the day after because of hematoma. On (B)(6) 2017, it was clarified that the issue occurred during surgery. There was harm reported as the blade went too deep and no alternate device was retrieved for use with delay (1 hour). The event was not related to out of box failure. The harvested graft was not usable and an additional graft required from the patient. The blade was placed upside down/improperly placed. There was a medical intervention was required and the surgical technique was not utilized. The UDI number of the product is not known. The customer did not return an air dermatome device, serial number unknown, for evaluation. If is unknown if zimmer biomet surgical has previously repaired/evaluated the air dermatome since the serial number was unknown. The serial number was not provided during customer follow-up. The device history record (DHR) was not reviewed since the serial number was unknown. The serial number was not provided during customer follow up. Initial qa inspection of the air dermatome zimmer biomet surgical was not performed since the device was not returned for evaluation. Repair of the air dermatome was not performed by zimmer biomet surgical since the device was not returned for the repair process. The reported event was confirmed since the customer stated the untrained surgeon harmed the patient. The root cause of the reported event was due to the untrained surgeon using the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action. Device not returned for evaluation.

Manufacturer narrative:
(B)(4). This medwatch is being filed to relay additional information. Concomitant medical products: zimmer dermatome blades/ pn 00880000010/ sn unknown.

Event description:
It was reported that skin was taken from a patient. The surgeon was untrained and did not check the equipment before using it. The blade was placed up-side down and while under pressure and the blade went too deep into the patient skin and it was re-sutured back to the patient. The patient had a secondary operation the day after because of hematoma. There was a delay of between 31-60 minutes. No additional consequences were reported as a result of this malfunction.